Event description:
Rotaflow console powered off while plugged in without user interaction. The console gave no indication of power off. There where no alarms from the rotaflow console prior to the event, and no staff were interacting with the console at the time. Flow drop alarm from secondary monitoring system (spectrum m3 monitor) console restarted, and appeared to function normally. Once able device exchanged and removed from service for evaluation by manufacturer.